Manufacturer narrative:
Date rec'd by MFR: 15oct2019. Through trouble shooting with the manufacture's technical support, the compliant was confirmed in the device history logs. The customer reported the v60 power switch overlay has been installed and resolved the problem. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation, therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/09/2019.

Event description:
The customer reports alarm led failure. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.